Event description:
It was reported that the right ventricular (rv) lead had a rise in threshold. The safety margin was increased and the lead remains in use. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).